Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 401mg/dl and got no delivery of insulin. Customer¿s current blood glucose was 471mg/dl. Troubleshoot was performed and drive support cap was normal. There were no leaks or air bubbles. Customer reports that insulin pump alarmed for no reservoir and insulin exited at qr. Customer declined to check insulin site issue and settings. Customer advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.